Event description:
The customer was hospitalized for high bgs. It was indicated that the pump had an alarm. The customer did not change the set. The alarm was cleared and the customer continued using the pump. In addition the customer mentioned that the pump went off no power. The batteries were changed and had the same result.